Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
One sample of a shiley 4.5 ped tracheostomy tube was received for evaluation and no lot number was provided. A visual inspection was performed, and it was observed that the flange connector had a fissure measuring 0.355 inches. Based on the provided pictures, the received sample, and manufacturing controls, the failure mode was verified. Additionally, the pictures showed damage between the connector and the flange. The reported failure mode can be reproduced but not replicated under a change of parameters. This mark is considered as an isolated condition. However, the operator work instructions are not called to check for flow marks, and there is not visual aid in the instructions to show the defect. A quality alert was posted in the molding station to check for this type of damage in the flange on 10/29/2013. Operators work instruction was updated in order to clarify that the reported condition is considered a defect, and the parts shall be removed from the batch. (B)(4).

Event description:
Customer reported upon intubation on pt, a nurse confirmed a damage in the part between the connector and the flange. The info provided suggest that extubation and reintubation of a replacement tube was required. Customer confirmed that no additional harm to the pt.